Event description:
After a successful tavr procedure, the esheath was removed and thrombus was identified in the patient¿s anterior tibial artery. A cutdown was performed, the thrombus was ¿lasered¿, a stent was implanted, and injections of a thrombolytic agent were given. The patient¿s common iliac was also ballooned during the procedure. After the sheath was removed, the tip appeared to have folded in on itself. The patient¿s access vessel minimum luminal diameter (mld) measured 7.0mm. The vessel was not calcification or tortuous.

Manufacturer narrative:
The product was not returned for evaluation; the reported sheath distal tip damage could not be confirmed. Without return of the device for evaluation, visual inspection was unable to be completed. A device history review (DHR), complaint history analysis and manufacturing mitigation analysis did not reveal any indication that a manufacturing non-conformance of the esheath could have potentially been related to the customer complaint. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, thrombus formation, plaque dislodgment, and embolization that may result in distal peripheral occlusion, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, procedural factors may have contributed to thrombus formation and embolization. The complaint could not be confirmed and no labeling inadequacies were identified. Review of complaint history for this trending category did not reveal that the occurrence rate exceeds control limits for (B)(4) 2015 for this trend category. Therefore, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The sheath is being returned for evaluation of the damage reported.